Event description:
Boston scientific received info that this patient experienced an inappropriate shock following the implant procedure. The local rep suspected that the xyphoid electrode was impacted by an air pocket. The s-ECG was reviewed by boston scientific's technical services (ts) and the s-ECG appeared normal. There were three non-treated and one treated episodes from the day of implant. The electrograms appear nonphysiologic associate with wandering baselines. The local rep did not know if the clinician tried to palpate the electrode in order to reproduce the clinical observation. No reprogramming occurred. Ts was informed that there has been no reports of additional inappropriate shocks, no additional complaints or concerns from the clinic or physician.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.